Manufacturer narrative:
Returned device was received in good physical condition but the corners of the top case were chipped and cracked. Evidence of reported problem in event log was found. During the evaluation of the device, the main board was not operating as intended. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited super cap error and had a short on the main board. No patient consequences were reported. No adverse effects were reported.